Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step, even after using room temperature insulin, a new cartridge, and confirming piston contact. There was no adverse impact to the customer's blood glucose level. Customer was guided to repeatedly continue filling tubing, disconnect tubing at t:lock, and attempt to fill again, then was guided through loading new cartridge, and technical support ultimately arranged pump replacement due to cartridge alarm. Customer reverted to an alternative method of insulin therapy.